Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow and down arrow keypad buttons became unresponsive after a battery change. The patient stated that he tried multiple batteries from different packs with no change. The patient denied any damage to the keypad. The patient reportedly wears the pump in a pocket and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that all of the keypad symbols were worn but the rubber was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and the other keypad buttons responded appropriately. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a scratched, discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.